Event description:
The patient was presented to the interventional lab for repair of a dialysis graft. The physician noticed a narrowing on the venous side of the graft and pre-dilated the lesion with an 8x4 balloon. The physician then decided to place a 10x80 smart control stent at the lesion. There is no information as to how the lesion was measured. After deploying the stent at the lesion, the stent appeared to be considerably shorter than expected and another stent needed to be placed to cover the lesion. There was no reported injury to the patient. Please note that multiple attempts at acquiring additional information have been made and have been unsuccessful.